Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, certificates of analysis, IFU and fmea, the root cause is symptomatic malposition of the first implant.

Event description:
On (B)(6) 2013, the surgeon performed an si joint arthrodesis using the ifuse implant system where he placed three ifuse implants. The proximal implant was felt to be angled somewhat cephalad but appeared to be well contained within bone on routine intra-operative imaging. After surgery, the patient was complaining about pain in the operative leg. A neurologic exam showed positive nerve root tension signs and a positive straight leg raise. The patient did not have motor or sensory deficits on neurologic examination. CT imaging showed that the proximal implant (7x50mm) was positioned with anterior penetration of the ventral cortex of the sacrum. The tip of the implant extended outside the cortex into the area of the l5 nerve root. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the proximal implant. He did not place another implant. He placed gel foam into the defect created by removal of the implant. He did not place any graft material. Per si-bone vp of medical affairs, "medical review of this case shows this to be an early revision for symptomatic malposition of the first implant."